Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers failed and were not detected on the bus. A field service engineer (fse) checked the comm sled lights, replaced the comm sled, and configured the tower due to it being a medcart tower. Fse recovered the drawers that failed, the customer tested and verified the drawers worked correctly. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.